Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 31 mg/dl at the time of the incident. The customer was given glucose to treat. The customer experienced symptoms such as being out of it and incoherent. The customer was wearing the insulin pump during the incident. The customer didn't perform a set change and he thinks he double dosed himself. The customer may have done the fill tubing process while still connected. Troubleshooting was not completed as the customer declined. Customer was also requesting pump training. The insulin pump will not be returned for analysis.